Manufacturer narrative:
The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the trocar was leaking pneumo. An additional 5mm port was used to complete the procedure. No adverse consequences reported.